Manufacturer narrative:
Additional information, device evaluation the apollo was returned for evaluation. The apollo micro catheter was flushed and water was leaking from the catheter body and from the distal tip. The entire surface of the apollo catheter body was examined under magnification. The apollo was found punctured near the distal tip. The apollo was found leaking from the punctured location. A device history record review was performed and review did not identify any anomalies associated with this event. Based on the reported information and analysis findings, the investigation determined that there was insufficient information to det ermine the cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter total length was measured to be ~171.5cm, the usable length was measured to be ~165.0cm which is within specification (specification 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~26.0cm which is within specification (specification 25.0cm +2cm -1cm). No damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The apollo detachable tip was found intact. No damages or irregularities were found with the apollo distal marker/tip. The apollo micro catheter was flushed, water was leaking from the catheter body and from the distal tip. The entire surface of the apollo catheter body was examined under magnification. The apollo was found punctured at ~6.0cm from the distal tip. The apollo was found leaking from the punctured location. No other anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during preparation to treat an arteriovenous malformation (avm), upon flushing the apollo catheter, the external infusion was found to be leaking at the distal end. This device was not used to treat the patient. The anatomy was reported to have been normal. The reported device and the accessory devices were prepared as indicated in the IFU. There were no reports of patient injury in association with this event.